Manufacturer narrative:
Correction: the crs # reported on the initial MDR was incorrect. The correct # is (B)(6). Short description: crs (B)(6) - alleged infection. A patient antibiotic and steroid injections. Patient identifier: (B)(6).

Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers indicated failure mode. (B)(4).

Event description:
The following information was reported by the initial reporter: patient is a (B)(6) female, who started on lucentis about two years ago for a diagnosis of macular degeneration of the right eye. She has been receiving the injections without incident, until her last injection this past monday, (B)(6) 2016. On the next day she felt an ache in her right eye, along with not being able to focus. She reported this to her physician and was told to go to the drs office because she might have an eye infection and could go blind. While at the doctor's office, she received four injections of antibiotics and steroids. She was told the infection probably came from the needle or it could be strep bacteria. She was prescribed antibiotic eye drops for home use. The patient reported she is blind in her right eye now, unlike before, and there is still soreness. The suspect device reported is a 30 g x 1/2 in. Bd precisionglide specialty use sterile hypodermic needle.